Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k180700 and upn (B)(4) is approved for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture levels implanted: l2 it was reported that post-op, cement leakage was noticed. The event was not recognized intra-operatively. After closing the wound of operation, when the x-rays were taken, there was something like strings outside the vertebral body, probably due to cement leakage into the blood vessel. Because the cement was flowing somewhat like in a tube, it seemed that to have been leaked into the blood vessel. When confirming frontal image of cement, it was noticed that on the lateral side there was something like strings wriggled, and the same issue was also noticed at the cranial side on the sagittal image. There is no information on patient's current condition. Cement was mixed in the mixer for about 30 seconds during the procedure. Cement was injected in the vertebral body in about 9 minutes after cement mixing. The cement was doughy and homogenous prior to delivery into the patient.